Manufacturer narrative:
Unit received with blank display due to broken trace on the interface board. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to blank display. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was not working. The customer was sleeping and woke up feeling bad. The insulin pump was turned off. There was no alarm. They changed the battery but it did not work. The customer¿s blood glucose level was 360 mg/dl. No further details were given. The device will be returned for analysis.